Event description:
New information received notes that the device exhibited post sensed t wave oversensing.

Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's implantable cardioverter defibrillator (ICD) exhibited post paced t wave oversensing. No intervention was done. The patient was stable.